Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the device will not return for analysis. A review of the device history record noted rework on an electrode. This is the final report.

Event description:
The recipient was reportedly a non-user of the device due to poor performance and elected explant surgery. The recipient's device was explanted. The recipient will not be reimplanted. The recipient recovered from surgery.